Event description:
It was reported to boston scientific via an article published in the bmc urology journal. The study was to evaluate the efficacy and safety of combining flexible ureteroscopy (furs) with potassium sodium hydrogen citrate (pshc) for the treatment of 20-30 mm uric acid renal stones. A retrospective analysis was performed involving 130 patients from july 2021 to may 2024. The patients were placed in the dorsal lithotomy position under general anesthesia. Furthermore, a ureteral access sheath was inserted alongside the guidewire under direct visualization. Postoperatively, some patients developed fever; five were treated with non-steroidal anti-inflammatory drugs, while an additional eight required further antibiotic therapy based on urine or blood culture results. Two patients reported stomach discomfort after using pshc, one patient experienced lumbago, and a slight subcapsular hematoma was noted on the CT scan. Additionally, postoperative septic shock was recorded in one patient, who presented with a high fever, elevated procalcitonin levels, and reduced blood pressure.

Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2311 captures the reportable event of discomfort. Patient code e1302 captures the reportable event hematuria. Patient code e2330 captures the reportable event of pain. Patient code f230101 captures the reportable event of fever. Patient code f2321 captures the reportable event of hypotension. Patient code e0505 captures the reportable event of hematoma. Patient code e233605 captures the reportable event of septic shock. Impact code f2303 captures the reportable event of medication required. Literature source: ru huang, min-jun jiang, jian-chun chen, zhi-jun cao, zhen-fan wang, zheng ma, guo-bing lin and chen xu. Department of urology, suzhou ninth hospital affiliated to soochow university. Flexible ureteroscopy combined with potassium sodium hydrogen citrate (pshc) intervention improves the stone-free rate (sfr) for 20-30 mm uric acid renal stones. Huang et al. Bmc urology (2025) 25:29, https://doi.org/10.1186/s12894-025-01710-0.